Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device would not fill. A check of the diagnostics during filling showed that the circulation pump was not able to generate more than -0.6 psi even at 100 percentage. Discussed that was indicative of a failed circulation pump. They requested a quote for the 2000 hour service and a loaner.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. A check of the diagnostics during filling showed that the circulation pump was not able to generate more than -0.6 psi even at 100 percentage. Discussed that was indicative of a failed circulation pump. They requested a quote for the 2000-hour service and a loaner. Per s03fa211 rev. 21, a DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device would not fill. A check of the diagnostics during filling showed that the circulation pump was not able to generate more than -0.6 psi even at 100 percentage. Discussed that was indicative of a failed circulation pump. They requested a quote for the 2000 hour service and a loaner.